Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported error message (e102). The evaluation found that the main power switch stuck intermittently. The faulty parts were replaced and inspected to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the evis exera iii xenon light source had an error code e102. The lamp would turn on for few minutes and went off with same error on the device. The customer swapped the lamp and heat sink assembly, but the same issue occurred. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customers response. B5 - updated to include additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the investigation results, the specific root cause of the e102 error could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a diagnostic procedure for a colonoscopy/esophagogastroduodenoscopy (egd). There was a 5-10 minute delay during the procedure. The same device was used to complete the procedure.